Manufacturer narrative:
D4, h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips would not hold after placing. Used a similar device to complete the case. There was no patient consequence.